Manufacturer narrative:
Device evaluation: one level one device was received in fair condition with a missing tank fill cap and small crack on the enclosure under the drain fitting. It was also noted the device has oldstyle components (pcb and drain fitting). A temperature check was installed and the reservoir was filled upon power up to perform functional testing on the device. Functional testing determined the device and temperature check both reached normal operating temperatures and no reported alarms were duplicated. However, a leak was detected under the reservoir tank. Based on the evidence and testing, the complaint allegation was not confirmed. The problem source of the leak was not identified.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was alarming and does not "get up to temp". No adverse effects were reported.